Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the clinic, the pt experienced staphylococcal infection at the implant site. Subsequently, the pt was hospitalized (duration and date of hospitalization not reported). A peripheral inserted central catheter was placed and the pt was treated with intervenous and oral antibiotics (duration and dates not reported). The infection persisted an on (B)(6) 2015 the pt was administered general anesthesia to facilitate removal of the abutment. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection around the implant site. The patient was prescribed a fourteen day course of oral antibiotics, beginning on (B)(6) 2015. The implanted device remains.